Event description:
It was reported that a patient¿s stimulation sensation had been moving around, was hitting her left leg, and was making her sore. It happened on and off and had happened before. The patient was also getting a burning sensation on and off. Decreasing stimulation did not resolve the issue. The patient also had a lump where the implant was and it hurt if she touched it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v391132, implanted: (B)(6) 2010, product type: lead. (B)(4).